Manufacturer narrative:
Initial trend analysis for lot 67842b was conducted, no malfunctions were found. This is the only complaint for lot 67842b. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that syringes item 831565 lot 67842b have dull cannulas.

Manufacturer narrative:
Retained lot samples for syringe lot 67842b were tested for needle sharpness. No abnormalities were found during testing.

Event description:
End user reports that syringes item 831565 lot 67842b have dull cannulas.